Manufacturer narrative:
(B)(4).

Event description:
It was reported that revision surgery was performed due to progressive pain and acetabular bone fracture. Patient presented 6-8 months ago with progressive pain and was in need of revision surgery. Surgeon noted on his most recent x-ray there appeared to be an acetabular fracture. Patient did not report any acute injury.

Manufacturer narrative:
[(B)(4)].